Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the device. Bench analysis found that all low battery tests met specifications. Functional testing was repeated five times with no failures. Conclusion: could not confirm the intermittent failure seen during initial analysis of the device.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the ring was bent, the main printed circuit board (pcb) was out of electrical specification and the interconnect flex was out of mechanical specification. (B)(4).